Event description:
A report was received stating a tracheostomy tube did not inflate. The user facility reported experiencing a &quot; leaky&quot; cuff during prior to use testing. There was no patient involvement.

Manufacturer narrative:
(B)(4). The failure mode was confirmed in the received sample. The cuff deflated immediately. The cuff was observed to present a cut that measured 0.305 inches. Manufacturing processes were reviewed and currently there is no potential risk. The below conditions were found: an inflation test is performed, at which time air is applied through valve on the flat pilot balloon to inflate the cuff. The cuff is checked at 24 hours to make sure that the cuff is still inflated. A deflation test is performed, at which time a vacuum system is applied through valve on the flat pilot balloon to remove the air of the cuff. All manufacturing controls were found effective to detect the reported failure mode. A cut of this magnitude at the time of manufacturing would have been detected during the 100% inflate/deflate test and removed from the lot. The cut condition found in the received sample is not confirmed as related to manufacturing process.

Manufacturer narrative:
(B)(4)